Event description:
A customer attempted multiple calibrations on a vitros 350 chemistry system using a vitros tbil slide cartridge that was mis-identified as a vitros cl- slide cartridge. There were no vitros cl- results generated using the mis-identified slide cartridge. However, biased results obtained from a slide cartridge other than the intended slide cartridge may lead to inappropriate physician action if they were to occur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that the customer attempted multiple calibrations using a vitros tbil slide cartridge that was mis-identified as a vitros cl- slide cartridge, on a vitros 350 chemistry system. The most likely root cause of this event is user error while manually loading a vitros slide cartridge. The vitros 350 chemistry system was operating as intended.